Event description:
It was reported that customer experienced intermittent occlusion alarms, with specific dates unknown, and that customer¿s blood glucose level rose and was displayed as "high," specific value was not provided. Elevated blood glucose level was addressed with a correction bolus via the pump. Occlusion alarms were resolved changing infusion set and cartridge, then resuming insulin. Reportedly, the customer uses cold insulin, which is considered off label, does not complete the air removal step during the load sequence which is also off label use. The customer was educated on not using supplies longer than 72 hours with the mobi pump.